Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the patient with these implantable leads reported that they were "lumpy" on the device. Unk if the leads have dislodged. No adverse patient effects were reported. At this time, these leads remain implanted. No add'l info is available. If any add'l does become available, this report will be updated.